Event description:
It was reported that indication for use was post-op mitral valve replacement. In 2009, while in the intensive care unit, the intra-aortic balloon (iab) was inserted via the right femoral site. The pump alarmed "low pressure / low helium" after the "48th hour counterpulsation." Two days later, the iab was removed and not replaced. A request was made for more information about this event.

Manufacturer narrative:
Sample will not be returned for evaluation.